Event description:
A falsely elevated troponin I result of 1.84 mg/ml was obtained on a patient sample. The result was reported tot he physician. The test was repeated on a sequential sample and the result of 0.08 ng/ml was obtained. The original sample was retested and a result of 0.08 ng/ml was obtained patient treatment was not prescribed or altered and there was nor report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carryover from the r2 drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carryover from the r2 drain. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.